Event description:
During evaluation of a returned minicap, it was observed that there was small crack on the cap which would lead to an iodine leakage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye identified a small crack on the cap opening. The crack would lead to iodine leakage on the connection. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.